Event description:
It was reported that halfway through a laparoscopic right colon procedure, while the device was sitting by itself, it would beep and activate. The generator gave an error code 5, instrument error. They changed the cord and attempted to use it again but the error code 5 continued. They changed the disposable and were able to complete the procedure without impact to the patient.

Manufacturer narrative:
Date sent: 10/27/2009the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.as to the activation issue: when system is in ready mode, the generator sends a subtherapeutic pulse every one second to the tip of the handpiece to test off resonate frequencies. This is normal device function. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. This is caused by the subtheapeutic pulse slightly vibrating the blade and the metal and metal contact results in the squeaking or chirping noise.